Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the kit.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted, and the ureteral stent was returned without the original packaging. An evaluation of the physical sample was completed. Evaluation of the photo sample noted the distal pigtail broken off and completely separated from the body of the stent. Visual evaluation of the physical sample confirmed the separation at the distal pigtail; the material did not appear stretched or discolored. The sample passed dimensional requirements the outer diameter measured at 0.0611" and 0.0618" using a laser micrometer, the tip and tube inner diameters were measured with a pin gauge and found to be 0.039" and 0.040", respectively. A 0.038" guidewire passed through the sample with no resistance. Though a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used on a patient, however it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon opening the kit.